Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month after implant, the patient's right ventricular (rv) lead dislodged. The rv lead was repositioned and remains in use, no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.